Manufacturer narrative:
Additional lot# x08132.

Event description:
This case was reported by a consumer and described the occurrence of burning oral sensation in a (B)(6) female pt who received super poligrip original denture adhesive cream (B)(4)for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip free denture adhesive cream (B)(4) on an unknown date several years prior to reporting, the pt started super poligrip original denture adhesive cream. At an unk time, after starting super poligrip original denture adhesive cream, the pt experienced burning oral sensation. Super poligrip original denture adhesive cream was discontinued. The pt switched to super poligrip free denture adhesive cream. At an unk time after starting super pligrip free denture adhesive cream, the pt experienced nerve damage and neuropathy. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. The MFR's report number for this case is 9681138-2009-00043. Super poligrip denture adhesive cream and super poligrip free denture adhesive cream are manufactured in (B)(4). Neither the product nor lot number for super poligrip denture adhesive cream is available. The lot number for super poligrip free denture adhesive cream is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).